Event description:
The complainant reported that the patient's extracorporeal membrane oxygenation arterial cannula popped off during impella 5.5 support. The resulting bleed was managed, but the drop in hemoglobin levels prompted blood to be given. Anticoagulants were being given at the time of the bleed. Eight days into support, the patient stopped moving their left extremity. A computed tomography scan revealed an infarction in the middle cerebral artery. Support remained ongoing despite the condition.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Manufacturer narrative:
Vascular damage: the root cause of vascular damage is determined to be use issue because of improper ECMO cannula attachment causing the bleed. Stroke/cva: "strokes/cvas can occur during or after impella support, and can be either ischemic or hemorrhagic. To make a determination as to the cause of the stroke, the following clinical information must be considered: -patient's medical history, including any previous strokes, cardiovascular disease, or risk factors such as hypertension, diabetes, or atrial fibrillation. -timing of the stroke in relation to impella support (during or post-implant). -detailed description of the symptoms experienced by the patient. -neurological examination findings and any focal deficits observed. -diagnostic imaging results, such as CT scan or MRI of the brain, to identify the type and location of the stroke (ischemic or hemorrhagic). -laboratory test results, including coagulation profiles and cardiac markers. -any relevant procedural or device-related factors, such as duration and settings of impella support, presence of embolic protection devices, or any documented procedural complications. -response to any previous anticoagulation or antiplatelet therapies. -evaluation of potential alternative causes of stroke, such as arrhythmias, embolic sources, or underlying vascular pathology. As this clinical information was not provided, the true root cause of the stroke/cva could not be determined.¿ on (B)(6) 2025: patient¿s arterial cannula popped off due to ¿bad connection ¿. Patient bled out for a bit but connection issue was resolved. Hgb dropped from 7 to 5. 1 rbc is being given. Patient now stable and impella flowing without issue. Echo/cxr was done, everything now ok. On (B)(6) 2025: patient bled out for a bit but connection issue was resolved. Hgb dropped from 7 to 5. 1 rbc is being given.